Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this passive fixation lead, implant location stability was challenging and resulted in multiple product dislodgements. For this reason, the lead was removed from this procedure and replaced with another lead of different model fixation type. Due to the longer than expected procedure time, the patient returned to the ccu for post procedure monitoring. The attempted implant lead is expected to be returned for analysis.

Event description:
It was reported that during the attempted implant of this passive fixation lead, implant location stability was challenging and resulted in multiple product dislodgements. For this reason, the lead was removed from this procedure and replaced with another lead of different model fixation type. Due to the longer than expected procedure time, the patient returned to the ccu for post procedure monitoring. The attempted implant lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.